Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm on (B)(6) 2020. The customer confirmed that there had been no interaction with the pump for 5 days, causing the customer to experience a blood glucose (bg) level of 689 mg/dl and a large ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Tandem technical support educated customer on reason for alarm, an ensured customer successfully resumed insulin therapy.